Event description:
A patient reported blood glucose results of "10.4 mmol/l" with a lifescan meter and "8.2 mmol/l" on a labortory device, performed within 10 minutes of each other. Between the tests there was no intervention that could be expected to change the blood glucose. The reporter had no control solution to test the meter and strips. Product was replaced.